Event description:
User called into emergency support program (esp) line to request support with catheter restriction alarm that occured during use of intra aortic balloon on patient. User stated that patient was moving in bed and there were no kinks observed in the xray that was taken. But x-ray revealed that the balloon was pulled down a long way almost into the sheath. The physician chose to pull the catheter and not to replace it due to patient noncompliance. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).